Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thyroidectomy, the outside of the jaws at the tip of the handpiece broke. The surgeon said that the patient's tissue bundle and vessel around the thyroid gland was hard, so the jaws might break in the middle of resecting and separating. The broken part did not fall into the patient's cavity and was discarded in the hospital. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The reported condition was confirmed. The insulation tip was broken by damage from an external force, consistent with the user inadvertently grasping onto a hard object, where led to the chipping/cracking of the insulation. The investigation identified the root cause of the reported event to be user. If information is provided in the future, a supplemental report will be issued.